Event description:
It was reported by customer that missing the cap and cut off in one of the lines. Report 2 of 2. The following was received by the intial customer: its missing the cap and cut off in one of the lines.

Manufacturer narrative:
H.6 investigation summary: a complaint of a cap missing and tubing being cut off was received from the customer. A photo was provided by the customer for investigation. It was observed that a maxzero is missing from the set inside the packaging. It is also noted that the blue slide clamp is inside the packaging, but the third piece of tubing was missing. A device history record review for model mz9266 lot number 23019245 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.